Event description:
The user facility reported that the angio-seal device involved was used per the instructions for use (IFU) according and closed the puncture site; however, rebleeding occurred. The patient had peripheral arterial disease and received a stent or more. There were no extreme calcified lesions. The patient was fine. Manual compression and a bandage were applied. There was no harm to the patient condition. Additional information was received on 07 nov 2022: the procedure sheath was used 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. No concomitant medical products used with the angio-seal device involved. The patient did not have a history of a bleeding disorder. The patient is not on daily blood thinning medication and was not given any blood thinning medication, thrombolytics, or platelet aggregators during the procedure. Mr angiography, CT angiography, and a needle angiography were performed to diagnose the bleeding.

Manufacturer narrative:
Age & date of birth: 1961. Explanted date - device was not explanted. Initial reporter: occupation: purchaser. The actual device was not available; however, an unused sample is available for returned and has not been received yet for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. # 1 to provide the device return date in section d9, to update section h3 and to provide the completed investigation results. H6: investigation findings - 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. Four unused angio-seal vip devices were returned for product evaluation. The devices were received in a sealed header bag with all accessory components. No anomalies were observed with the packaging. For each of the returned devices, the sealed header bag was opened, and the device was subjected to visual analysis. All accessory components were removed. There were no gross visual anomalies noted with any of the accessory components. The device was subjected to functional testing. The device was deployed in the angio-seal vessel model following the angio-seal vip IFU. The locator and sheath were mated and placed into the vessel model over the guidewire. Then the locator and guidewire were removed, and the carrier tube assembly was inserted. The deployment sleeve was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal end of the hemostasis sheath as can be seen in the attached pictures. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The device was pulled back and tamper tube could be seen. The tamper tube was gripped and the device was continued to be withdrawn until a clear stop appeared on the suture. The tamper tube was advanced until the black marker was visible. The collagen and anchor formed the knot successfully. Pictures were taken for each step. No functional anomalies were noted with the device and the deployment was successful for the device. The complaint could be confirmed for post deployment complications based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The likely cause of the event could be improper positioning of the angio-seal device and other patient comorbidities. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).